Event description:
It was reported that the pt underwent an l3-5 posterolateral fusion with posterior rods and screws at l3-5 and bone graft. At 4 months post-op the pt had a follow up visit with the surgeon and was complaining of increasing pain in his back and down his legs. X-rays taken the same day revealed a fracture of the inferior screw on the left side. It was noted that there is still adequate fixation on the right side, and the rest of the implants are in good position. No revision surgery has been planned. The surgeon will continue to monitor the pt.

Manufacturer narrative:
The device has not returned to medtronic for eval. Examination of post-operative x-rays confirm pedicle screw placement at l3-4-5, and anterior interbody with plate present at l5-s1. The left l5 pedicle screw is fractured within the pedicle. Unable to determine cause of the event.